Manufacturer narrative:
A ge oec service representative investigated the issue and found a low voltage power supply needed to be replaced as well as the fluoro functions board. Both components were replaced. The system was tested and found to be operating as intended. No negative patient effect caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system locked up during a procedure and required a re-boot to continue use.